Manufacturer narrative:
Investigation summary: the customer reported the kangaroo double feeding sets leaked when connected to the diet bags and some have the tube detached from the connection. There was no patient injury/harm reported. The device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. A lot and failure mode trend review did not identify related trends. The reported device was not returned for evaluation; however, photographs were received from the customer. Visual inspection of the photographs provided confirm the report of leak/detachment at the cross-spike and tubing connection. An investigation has been initiated to determine to root cause of the confirmed product failure. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported the kangaroo feeding sets leaked when connected to the diet bags. This was noticed in the nutrition room before connection to the patients. Ten bags were leaking and two of the ten had the connector piece detach. There were no patients involved.